Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4508swc was removed on (B)(6) 2019 due to failure to osseointegrate 11 months and 24 days after implantation. The patient has no significant medical history. The patient has recovered without complications.